Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verioiq) read inaccurately high compared to another device (onetouch ultraeasy). The reporter did not specify the results obtained on either meter, or the time difference between tests. This complaint is being reported because the reported issue was not resolved with troubleshooting.